Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields; h4. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse perform a function test, compressor cycling step, and the temperature was noticed to increase by 0.1 degrees and when the step is completed, the temperature did not increase abnormally. The fse then calibrated the rg 3 and rg 4 to keep the vacuum and pressure values within the specified range. Also, the fse recommend placing the unit on the side with the ventilation fan and to not let anything block the heat dissipation. The unit then passed all function test and calibrated it. The unit was then working normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had system over temperature. There was no harm or injury reported.